Event description:
It was reported, once the device was in place, it can not be released. Two release handles were used without success. The device was then removed and another operating strategy was used to complete the procedure. There were no consequences for the patient. The patients current condition is stated to be well off.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher). Web implant. Introducer. Items not returned for evaluation: dispenser hoop. Microcatheter. Controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated of the melted tether and pet. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the heater coil winding damage. The investigation of the returned web system found the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.

Event description:
No additional information received.